Event description:
Patient was presented with a very large aortic dissection. The physician placed another manufacturers' thoracic graft. When the graft was placed, a coda balloon was used to seat the graft and when this balloon was inflated to seat the graft, the patient's vessel ruptured. The patient expired later that day from cardiac arrest. No autopsy was performed on the patient. Patient expired later in 2008.

Manufacturer narrative:
MFR date: unknown as the lot number was not provided by the reporter. The device is shipped with an "instructions for use" booklet that lists the warnings and precautions, and the correct inflation procedure. The IFU specifically states "do not excess maximum inflation volume and that when used to expand vascular prosthesis, the balloon should remain with-in the prosthesis at least 1 cm from the proximal or distal edge of the prosthesis". Although no product was returned, no evidence exists that contradicts the substance of the complaint. No further action is required at this time, due to insufficient risk per quality engineering risk analysis.